Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold had a minimal increase in thresholds. During a routine device change-out procedure, insulation inconsistencies were noted near the pin of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.